Event description:
The user was noted to have reported via email, as follows:I've got an issue with false positives from multiple tests on lot no: 222co20125. In both cases, the behavior is the same with a incredibly faint test positive line showing up at the 14ish minute mark. In the first event in may I verified it was a false positive with a pcr test, and for today I did so with a different I health lab test with a different lot number.

Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown. Lot number: 213co21224 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed. A false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Test to the production batch of product retention samples (lot:213co21224) , the test was pass.